Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the end cap was defective and leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: during the process of enhanced CT on (B)(6) 2019, when the velocity of indwelling needle was above 3.0ml /s, the heparin cap was burst and the contrast agent spilled instantly, leading to the undiagnosis result. If you want to check again, you need to buy a new contrast agent every other day, which causes economic burden to the patient and increases the risk of renal damage caused by contrast agent metabolism.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7048137. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the end cap was defective and leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: during the process of enhanced CT on (B)(6) 2019, when the velocity of indwelling needle was above 3.0ml /s, the heparin cap was burst and the contrast agent spilled instantly, leading to the undiagnosis result. If you want to check again, you need to buy a new contrast agent every other day, which causes economic burden to the patient and increases the risk of renal damage caused by contrast agent metabolism.